Event description:
Reporter alleged the lancet that is a part of the multiclix system used in finger-stick blood glucose testing would not retract after use. Customer stated accidently pricking her finger when the lancet was out; however, no medical treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.